Event description:
It was reported that the lead integrity alert (lia) triggered and the impedance was "out of range." The patient was brought in and the pocket was opened to ensure that the lead was properly connected. A few days later the lia triggered again, and a "noisy" egm was noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.